Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device history review (DHR) was evaluated and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced due to an unrelated issue. The reported downstream occlusion was found to be caused by an out of specification tubing guide depth. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.